Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range pacing impedance measurement less than 200 ohms, resulting in activation of the lead safety switch (lss) feature. Current pacing impedance measurements in-clinic were observed to be 300 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that all other lead measurements were observed to be within normal limits. The physician will continue monitoring.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that this lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.